Event description:
It was reported the device had a loss of signal during a surgical procedure at the user facility. This condition, in which the electrical circuit is incomplete, may result in the loss of nerve monitoring recording function, posing increased risk of transection of a nerve. The procedure was completed successfully. There was no surgical delay, no medical intervention, and no adverse consequences.